Event description:
Reporter alleged obtaining a result of 527 mg/dl on the advantage system at 2 am. Reporter stated she took 20 units of lantus insulin and 15 units of humulin r because of the high reading. Reporter stated her husband found her out of it, unresponsive, and he attempted to treat her with orange juice. Reporter stated he obtained a 35 mg/dl on another company's device, called the paramedics, who also obtained a 35 mg/dl on their system, and they treated her with orange juice, a sandwich, and cookies. Reporter also alleged that comfort curve blood glucose test strips were labeled with an expiration date of 05/31/09. The manufacturer's batch records show the actual expiration date to be 10/31/2007. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.